Event description:
Pt states she is needle phobic and her boyfriend (who does her medication adminstration) is complaining. We sent them needles that are ¿barbed at the end or bent,¿ they did. Order replacement needles. They estimates that it involved at least 6 needles out of the 30 we sent. Reported to (B)(4) by patient/caregiver; strength: #3530. Dose or amount: 1 each; frequency: daily; route: subcutaneous in; date of use : from (B)(6) 2018 to current. Diagnosis or reason for use: m80.0.